Event description:
Information was received indicating that a no disposable detected alarm was noted with a smiths medical cadd cassette reservoir. No adverse effects were reported.

Manufacturer narrative:
H10: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.